Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during an iliac stenting treatment procedure a stent placement issue occurred. The epic stent was advanced to the iliac artery; however, the physician was unable to visualize the markers on the stent under magnification. The epic stent was deployed in an unexpected position within the iliac artery. The procedure was completed with another epic stent to open the occlusion. No further patient complications were reported and the patient's status was stable.